Event description:
It was reported that approximately 15 minutes post a heavily calcified, uneventful, right internal carotid artery stenting procedure, the patient experienced a fixed gaze to the right, no movement in the left foot, a tightly clenched left hand and was verbally unresponsive. The event was diagnosed as a stroke. Heparin was administered and some time later, a feeding tube was inserted. The patient did not improve and on (B)(6) 2012, the patient died. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects cerebrovascular accident (stroke) and death are listed in the xact stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.